Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent an ivc filter placement procedure in which the cook select platinum navalign uniset vena cava filter set, g34505, was used. When advancing the catheter, the filter deployed on its own. The physician had to go in with a retrieval kit to remove the filter and finally used another filter which worked.